Event description:
Company representative reported on behalf of healthcare professional an unknown side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported on behalf of healthcare professional, an unknown side rupture. Device has been explanted and replaced.

Event description:
Company representative reported on behalf of healthcare professional an unknown side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: ¿ deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.